Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not reveal any additional complaints involving this product. A review of the instrument log for the monopolar curved scissors (470184-13/n10210222 0021) was performed. The instrument was last used on (B)(6) 2021 on system sk4045. The alleged event occurred on the 8th use of the instrument. There was no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. The customer provided an image showing a log of instruments that were involved in this procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the permanent cautery spatula is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula (pcs) had a broken wire. There was no report of fragments falling inside the patient. A backup instrument of the same type was used to complete the procedure with no reported injury. The customer is unable to release additional patient-related information for this event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.